Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator's bacterial filter was black. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged device's bacterial filter was black. Medical intervention was not specified. No additional information can be requested at this time. Received further information from the evaluation that the ventilator was returned to the manufacturer for evaluation and verified particles in the airpath with insect infestation. No repairs performed. The unit will be scrapped.